Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that a patient underwent lasik in both eyes. The patient presented approximately one month later with transient light sensitivity in both eyes. A topical steroid was prescribed. Approximately one week later, photophobia was noted to be resolved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The patient stated that photophobia started a week before they were seen. It got progressively worse from when it started to when the patient was seen.